Manufacturer narrative:
Follow-up #1: date of submission 06/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump black box history showed several power events had occurred on (B)(6) 2016. The battery cap was found to secure appropriately to the pump and was able to maintain power with no power interruptions duplicated during testing. The battery cap was loosened by one half turn without interruption to pump power. The pump was opened and no intermittent conditions were found on the pump¿s printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.